Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to two other devices as well as to a calibrated laboratory device. The reporter claimed obtaining a blood glucose reading of "159mg/dl" with the subject meter and "110mg/dl" on another device, performed within 30 minutes of each other. The patient could not provide details of the blood glucose results obtained during the second comparison, and for the laboratory comparison was only able to provide a result of "108mg/dl" which was obtained on the lab device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.